Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced both the main keypad assembly and the power pcb assembly, then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed that one of the two on/off switches (the left switch) required additional force than normal in order to actuate the switch. Physio-control also further evaluated the removed power pcb assembly where no discrepancies were observed.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.